Manufacturer narrative:
Eval summary: pt build and sex are not known. Pt appears to have high activity level. Exact details of level of activity are not known. Exact cause for the current situation is not known. Method and results: no product or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.

Event description:
It is reported that the device was implanted in 1993. Post-op, the bone dislocated and the poly liner dissociated from the shell in 2006. The liner and shell were revised three months later. The reason of the bone dislocation is unidentified.